Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient¿s doctor called the rep stating to call the patient to schedule an appointment after the holidays with them. The patient told the doctor that they experienced some increase in stimulation like a shock. The cause of the issue was unknown at the moment. The rep stated that they spoke with the patient on the phone today ((B)(6) 2018). The patient was scheduled for an appointment tomorrow ((B)(6) 2018), so the rep stated that they could get the details of the event and troubleshoot from there. They currently had no information on the cause. Currently no diagnostics or interventions have been performed but the rep would be meeting the patient tomorrow. The issue was not resolved at the time of the event. No surgical intervention occurred or was planned. The event date was asked, but was unknown and would not be made available (legal/confidential reason). No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep had a meeting scheduled but the patient was a no show. They stated that the patient would be rescheduling to a date (currently unknown), once they fix their car issues. The rep indicated that they had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.